Manufacturer narrative:
Eval in progress, but not yet completed.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the screen would only turn on intermittently. No other info regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.